Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the instruments broke. The time and events are unknown.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Tasp was returned fractured. Upon review it was found that the fractured on the lateral side of the post all pcs returned reference attached print and photographs. DHR was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.